Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the patient pump (circuit 1) of the heater-cooler system 3t stopped working and was erroneous. The issue happened while in-service. There was no known patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced pump has been requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The replaced pump was returned to the original equipment manufacturer for further investigation. The investigation revealed bearing damage on the pump motor along with high levels of rust. This was determined to be the cause of the reported issue.